Event description:
A report was received stating that a patient had a pocket revision because the battery was too deep. The doctor chose to replace the implanted ipg with a new one.

Manufacturer narrative:
This is the final report.